Event description:
MFR rec'd a report from a dealership alleging that a pt was replacing a home-fill tank, when the brass fitting erupted causing the hose to hit the pt. As a result of the incident the pt sustained a bruise and a cut to the leg.